Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported nihss baseline 17. At 24 hour 17. Stroke onset was reported on (B)(6) 2024 at 07:30.

Manufacturer narrative:
This event is no longer a reportable event. MDR decision corrected too not reportable. No additional supplemental mdrs are required unless additional information received indicates a reportable event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Site updated the data entry to 24-hour post-procedure imaging data as "normal, no new image findings" and denies previous report of ph1 hematoma. This event is no longer a reportable event. MDR decision corrected too not reportable. No additional supplemental mdrs are required unless additional information received indicates a reportable event.

Event description:
Medtronic received a report that imaging on (B)(6) 2024 showed a hematoma within ischemic field with mild space-occupying effect involving = 30% of the infarcted area (ph1) for a patient who had been treated with a solitaire stent retriever, react 68 catheter, and phenom 21 microcatheter. There were no alleged product issues. The patient was undergoing treatment for a mechanical thrombectomy. The access vessel was the femoral artery. The clot was located in the m1 segment of the left middle cerebral artery/internal carotid artery. The patient's baseline mrs, nihss, and tici scores were 3, 17, and 2a/3 respectively. Post procedure their nihss score was 17, and their tici score was 3. Two passes were made with the device.

Manufacturer narrative:
Continuation of d10: product ID: react-68 (unknown); product ID: sfr4-4-40-10 (unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the site staff confirmed there was no adverse event.